Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements. It was noted that the maximum value was 90 ohms, which remains within normal limits. No adverse patient effects were reported. Currently, this lead remains in service.